Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "during an epidural insertion in the obstetrics department, the tip of the catheter was found to be flat and it was impossible to use. Another catheter was used instead and there was no harm or consequence for the patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during an epidural insertion in the obstetrics department, the tip of the catheter was found to be flat and it was impossible to use. Another catheter was used instead and there was no harm or consequence for the patient."